Event description:
It was reported that the patient with this pacemaker system had fallen and this device migrated. Additional information was received that both the right atrial (ra) lead and right ventricular (rv) leads were dislodged. A revision procedure was performed and both leads were explanted and replaced. At this time, this device remains in service. No additional adverse patient effects were reported.